Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation: samples received: 1 open pouch. Analysis and results: there are six previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market 3,610 units. There are no units in stock in b. Braun surgical warehouse. We have received one open pouch that contains one unopened ampoule. The ampoule has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue, and the product was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 when additional information is received a follow up report will be submitted.

Event description:
It was reported leakage occurred. The reporter indicated that when opening the package, the leakage from the ampule was already caused, therefore the product was not able to be used. No other information has been provided.